Manufacturer narrative:
By checking the sterilization chart of the involved lot #16at0v5, no anomaly was found, thus we can state that the components placed on the market with this lot# had been properly sterilized. Furthermore, this is the first and only complaint received on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Knee revision surgery performed on the (B)(6) 2019 due to infection. According to info provided, liner (code #6531.50.310, lot #16at0v5, ster. #1600219) previously implanted on (B)(6) 2017, was the only component removed and replaced. No info available about root cause of the infection, as well as the condition of the liner. Patient data: (B)(6) and 163 cm tall. No further info available. Event happened in united states.